Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had an upcoming revision surgery. It was unknown if it was for the implantable neurostimulator (ins), the leads, or both. There was no additional information about the revision. It had not occurred yet, but the surgery was coming up. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device had reached end of life (eol) and this was the reason for the revision. The device would not turn on to communicate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.